Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pains coincident with peritoneal dialysis (pd) therapy. The peritoneal fluid was not found to be cloudy. On an unreported date in the same month as the onset, the patient was hospitalized and began treatment with unknown antibiotics (every 3 days for a week, twice total, intraperitoneally (ip)) for peritonitis. The cause of the peritonitis was unknown. On an unreported date the same month as the onset, the patient recovered from the peritonitis and was discharged from the hospital. Dianeal therapy was ongoing. No additional information is available. This is report 1 of 4.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13g12021 and h13f15042. There were no issues detected during the manufacturing processes. As the sample was not returned, a complete device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). On an unreported date in early (B)(4) 2013, the patient experienced peritonitis. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review will be performed for the potentially associated lot numbers h13g12021 and h13f15042. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.